Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual analysis revealed reddish brown material inside the pebax and a separation between pebax and electrode section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material reported by the customer was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids from getting inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf (stsf) for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and electrode section. It was initially reported by the customer that when swapping the stsf catheter to the optrell catheter, they found blood stuck inside the spring of the stsf catheter. The caller stated the tip of the catheter had visible blood inside of it when the catheter was removed from the body. As such, the catheter was not used again. There was no patient consequence. The customer's reported initial report of blood in the pebax issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2025, the bwi pal revealed that a visual inspection of the returned device found a separation between pebax and electrode section. These findings were reviewed and assessed the issue of a ¿separation¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.